Manufacturer narrative:
The actual devices were not available; however, photographs were provided for evaluation. Visual inspection of the photographs revealed that the tubing was separated from the second y-site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets separated at the y-site. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.